Event description:
During an aspiration abortion procedure using 11 mm flexible cannula the cannula was unable to be withdrawn and removed from within the uterus. The client was transferred to the local ER/hospital; the tip of the 11mm flex cannula broke off in the uterus. The client had the cannula removed successfully at the hospital. Medgyn was notified of the incident, and the attending md discontinued use of 11 mm flex currette post incidence in august due to the concern with the device. After the second incident (as reported), rptr returned the remaining 11 mm flexible currettes in stock to the manufacturer. Due to the nature of the problem, the agency discontinued use of medgyn 11 mm flex currettes and filed formal report(s) to document problem.